Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced elevated blood glucose while using the ilet after a weight entry error occurred when the device reflected an unintended change from 190 to 22 pounds; the user was guided through a factory reset and re-entry of correct weight, after which insulin delivery resumed as usual, but glucose reached 401 mg/dl. Symptoms included hyperglycemia. Outcomes included a delay to appropriate therapy. Troubleshooting and education were completed, and the investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information regarding a device problem or specific component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.